Event description:
It was observed during the device evaluation that the colonovideoscope had no image and displayed e216 error. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the issue is likely due to a component failure. However, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.